Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use the patient started to desaturate (not due to the ventilator), and the respiratory therapist (rt) tried to increase the o2 delivery through the graphic user interface (gui) touchscreen. The gui touchscreen was frozen and non-responsive to touching, although the gas delivery and monitors of the ventilator were unaffected. While a new ventilator was set up, the patient was hand bagged, and then the ventilator was changed out. There was no reported harm to the patient.

Manufacturer narrative:
Nihon kohden (B)(4) inc. Will submit a supplemental report if additional information becomes available.